Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked screen, while the device continued to function and blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included internal review of shipping and return logistics and confirmation of device receipt and inspection of the returned device. Investigation of this device revealed damage to the display component consistent with external physical impact, with no functional malfunction identified in the pump¿s operation. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.